Manufacturer narrative:
(B)(4). D10: cat #: 1003451 / g7 str modular shell inserter / lot #: 66388933 cat #: 110018823 / g7 positioning guidepost. G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod broke inside the positioning guide post and shell inserter to be stuck together. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the guide rod has fractured between the handle and the shaft. The fractured piece remains attached to the guide post and shell inserter assembly. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided image, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.